Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and was not sensing that the drawer was closed. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure and was not sensing that the drawer was closed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not sensing that it was closed. A field service engineer (fse) found that the magnet had fallen off the latch inseparable and replaced the latch inseparable. The drawer was tested and successfully recovered after the repair, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.